Event description:
The pt was infected and we were notified approx three months after the surgery (not exactly sure when the pt became infected). The doctor is thinking about possibly performing a revision surgery with a humeral long nail.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.